Event description:
It was reported that the patient presented to the hospital with an open wound at the pocket incision site due to an infection. The physician explanted the implantable cardioverter defibrillator (ICD) entire system and noted there were no adverse events due to abbott devices. The patient is deceased and the patient passing was unrelated to the device.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.